Manufacturer narrative:
Device was initially received for the complaint that the system had failed to meet the required accuracy. During investigation found the front piezo damaged / uso sensor defective. This malfunction makes the event reportable. Review of event log/alarm history found no information related to complaint. There was no 12-month service history reported. The visual and functional testing were performed. During visual inspection found the downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, and air detector nicked. The probable root cause was the uso sensor defective. The dso/uso sensor calibration was performed, and the device passed all criteria after performance verification testing.

Event description:
It was reported that the system had failed to meet the required accuracy and the event occurred during testing. During investigation found the front piezo damaged / uso sensor defective. This malfunction makes the event reportable. There was no patient involvement.